Manufacturer narrative:
Initial and final MDR (B)(4)- device 2 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported by the patient that two infusions set fell off within 10 hours of use. No further information was available.